Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unknown one-link set reported in the initial MDR was a neutral lad set ((B)(4)). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of an interlink system extension set disconnected from an unknown one-link set. The customer stated that the interlink extension set luer was ¿not long enough to lock into the one-link," and that the luer was about 5mm too short. It was further reported that the customer could insert and twist the sets, but the connections ¿pop apart if the threads move at all.¿ this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.